Event description:
Pulled provider pump set "out of box" to qa pumps. Found that tubing defective. Proximal and distal ends reversed. This could cause blood to be sucked out of pt into minibag. Tubing not used on a pt nor used in clinical setting.